Manufacturer narrative:
The company rep examined the system and replaced the cautery connectors. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the systems event log for the date of (B)(6) 2013 did not reveal any nonconformity related to a nonconforming cautery connection. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause can be attributed to a nonconforming cautery connector. (B)(4).

Event description:
A nurse technician reported that the equipment presented problems with the cautery during a procedure. Following a delay of greater than 15 mins, an external cautery unit was used to complete the procedure with no impact to the pt.